Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Patient reported "rupture of breast implant bag, with seroma of left breast", "about 6 mm, 4mm hypoechoic nodule at 12h of left breast", "needle drainage", "compression", "capsular contracture grade 3", "silicone leakage caused by complete rupture". Treatment: device removal, capsulectomy.

Event description:
Patient reported left side "rupture." Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: device patch with lot number 2266658 and catalog number 115-290cc. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported left side "rupture." Healthcare professional later reported "seroma" and "capsular contracture baker grade iii" via us report. Device was explanted.